Event description:
It was reported that the image of the colonovideoscope was noisy. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and correction. Updated fields: d8, h2, h3, h6, h11. Corrected fields: g4 - PMA/510(k) #, medical device problem code, component code, e3 - occupation. The device was returned to olympus for inspection, and the reported failure noisy image was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image blackout. A root cause could not be identified. Based on the results of the investigation, the most probable cause of noisy image could not be established. Additionally, blackout image cause due to cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.